Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the patient's deconditioning is reported in MFR #'s 2916596-2023-08274 and 2916596-2023-08299. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away in the intensive care (ICU) unit due to failure to thrive. The reason for admission to the ICU was due to profound hyponatremia and hyperkalemia on lab work. The patient had a 12 pound weight gain in one week. It was noted that the patient struggled with a pump exchange from heartware to heartmate3 on (B)(6) 2022 and was very deconditioned since the exchange. There was not thought to be a pump issue. No autopsy was performed.